Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix inlet leaked from the top of the connector when connected to a valve set. This occurred during compounding. There was no patient involvement. No additional information is available.